Event description:
It was reported to philips that they need to copy the philips defibrillators to their health inventory list the customer worked with the technical support representative. Technical support walked customer through configuration of one device but the configuration would not come across. Customer needs proper version of software for configurations to be compatible with other devices.